Event description:
Country of complaint: (B)(6). Needle is blunt.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Reported device not marketed in the USA: however, similar device(s) are.